Event description:
During the periodic review of the programming history database, a high impedance event was identified on a system diagnostic test. The high impedance was preceded on the same day by a system diagnostic test occurring on the same day, about 30 minutes later, within normal results. A system diagnostic test six days later also showed normal results. The device was left programmed on to the same parameters after the high impedance was identified. No additional relevant information has been received to date.